Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy; the patient stated their only concern was that the system was not working and had not been working for some time. Since implant, it worked about 4-5 years and it just stopped. The patient stated at the time they went through quite the tragedy as they lost their husband and youngest daughter 4 months apart. The patient stated they thought the device stopped working from all the trauma of it all but it just didn't work. The healthcare provider (hcp) replaced the lead (B)(6) 2015 because they thought the wire connection was not that good.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient still did not get any help and thought the device just didn't work anymore. It was reported later that the patient could not get it to work after that doctor put in a new wire. The wire was exchanged. Additional information reported on (B)(6) 2016 indicated that the patient had a lead replacement in (B)(6) 2005 at the last visit in (B)(6) 2015. The patient was not feeling stimulation. The plan was to reprogramming but patient never returned. The patient was last seen in (B)(6) 2015. The original implant was done elsewhere and reported successful. It was unclear to health care provider if the lead revision ever helped. The patient had multiple reprogramming prior to lead revision. This event was also reported under manufacturer report # 3004209178-2016-04984 any additional information received will be reported under this manufacturer report number (3004209178-2016-04982).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.